Event description:
It was reported that the insulin pump had multiple unexpected re-starts and alarms when changing out the battery. The blood glucose reading was 6.2 mmol/l. Advised the customer that the insulin pump will need to be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.